Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was installed and driven on an in-house system, passing both the recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument successfully released energy and passed the electrical continuity test. It was found to be fully functional, with no product issues identified. Instrument errors or complications reported by the user, in the absence of any product defect, may be attributed to customer-induced factors such as product misuse or recognition issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument jaws wouldn't open and close and the dials were not turning. The procedure was completed with no reported injury.